Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a breakdown of the skinflap at the implant site.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (date not reported) in order to close the wound. The implanted device remains. This report is filed september 16, 2016. Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016, to have an internal magnet placed on the fixture. The implanted device remains. Correction: the correct patient identifier is (B)(6). Correction: the brand name, model number and catalog number are unknown. (B)(4). Implanted device remains.